Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. Dissection is a known adverse event as listed in the xience v instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. All stent delivery systems are subjected to visual inspection. In addition, a quality control audit inspection is used to verify the product quality.

Event description:
It was reported that the procedure was to treat a lesion in the mid right coronary artery with heavy tortuosity and heavy calcification. During deployment of the 3.5 x 23 xience v, a dissection was observed, and was treated with a 3.5 x 15 xience v. There were no adverse patient effects reported. No additional information was provided.